Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage connectors. The system operates as intended.

Event description:
The customer reported that the system would display a contrast bar on the monitor everytime they passed the fluoro button. The system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.